Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the wound site did not heal up properly and the pocket was infected. There were no additional adverse patient effects reported. This crt-d was explanted.